Manufacturer narrative:
(B)(4). Investigation results: the reported flexiva 365 laser fiber was returned and analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 278 mm from the top of the connector to tip. The exposed glass tip measured approximately 4.5 mm. Examination under magnification found that there was no damage or degradation of the tip. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber is broken within the connector. Functional analysis reveals that when the fiber was connected to the lumenis laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. It is likely that due to the fracture within the connector that the fiber would fail to fire. No other issues with the device were noted. The reported complaint was not confirmed. The analysis of the returned device revealed that the fiber connector was fractured. It is likely that the handling of the device during setup caused damage to the fiber within sma connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 25, 2020 that a flexiva 365 laser fiber was used in a cystoscopy - right retrograde pyelogram procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the laser fiber did not work when attempting to connect to the laser console. The procedure was completed with a different device. This event has been deemed a reportable event based on the investigation finding of the laser fiber was broken within the connector.